Event description:
Follow up information received reported that the patient received assistance from their doctor and manufacturer¿s representative and their concerns resolved. An appointment of (B)(6) 2015 was noted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that since about 1 month-six weeks prior to the report, when adaptivestim was activated, he would be walking and would suddenly get electrocuted from the waist down. It was noted he could barely walk. On (B)(6) he went out to get the mail and was fine but then suddenly went down like a rock. The patient met with the manufacturer¿s representative (rep) and adaptivestim was turned off. It was noted the patient couldn¿t stand it and could hardly move when this would occur. The healthcare provider (hcp) further reported that adaptivestim was involved in the reported event. It was thought that the sensitivity in upright/mobile may have been the issue. On (B)(6) the rep. Turned adaptivestim off for one month to see if the issue corrected. Adaptivestim was going to be re-enabled with increased sensitivity at the patient¿s next appointment. It was thought the cause of the event was determined and was device related and was related to programming. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).